Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for a routine follow up. The pulse generator exhibited intermittent atrial undersensing and auto mode switch episodes. The device would be reprogrammed.